Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument's front wire was out of the instrument. There was a delay of 15 to 30 minutes. No fragments fell into the patient. The procedure was aborted with no patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting the procedure (post-anesthesia), and before ports were placed on the patient. Since no fragments fell into the patient, there was no additional surgical procedure required to remove fragments, nor post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically with no patient injury. There are no photographic images of the instrument available for isi review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.